Event description:
It was reported that the patient had blurry vision with daily activities significantly affected. The patient's vision pre-operative was 20/60 and post-operative 20/200. An explant was performed approximately two months after the implantation. The intra-ocular lens (iol) will not be returned for investigation as it was discarded. No additional information was provided.

Manufacturer narrative:
Age, weight, and ethnicity: unknown; requested but not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.